Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that devices cannot charge during use. Patient expired. Two devices were used on this event, another case (B)(4) split to addressed reported issue on (B)(4). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.